Event description:
It was reported that the user experienced continuous glucose monitor (cgm) signal loss with a dexcom g7 while using the ilet system, resulting in a blood glucose reading interruption; customer care advised toggling and restarting the ilet to re-pair, after which readings returned, and no further follow-up was requested. No adverse clinical symptoms were reported. Outcomes included temporary interruption of glucose data availability without reported clinical harm. User support included troubleshooting and education, including device restart and re-pairing guidance. Investigation of this case revealed that the signal loss resolved after the re-pairing process, indicating a transient communication disruption without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication issue resolved by standard troubleshooting.